Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21 (alinity I stat high sensitivity troponin-I), and a 510k number of k202525.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for a 57-year-old male patient. The following data was provided (customer provided reference range is <26.2 pg/ml): (B)(6) 2026; sid (B)(6); initial result = 246.7 ng/l, repeat with peg = 10.0 pg/ml. Other results ckmb, ck, and myocardiogram results were all normal, as were the ECG results. No additional data was available. No impact to patient management was reported.